Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored durin the finishing process to ensure the sharpness of the product. Additional information has been requested, but confirmed to be complete. (B)(4).

Event description:
A nurse reported that a number of knife blades were dull and had to be replaced. Procedure and patient involvement information is unknown. Additional information has been requested. Additional information received which confirmed that there was no patient harm during either of two procedures. No identifier information is available. Neither of the two dull blades were saved for evaluation.